Event description:
Pump was on a patient in the intermediate unit (imu 2) infusing heparin on channel a on a patient. No concentration or rate known. The pump was turned off and nurse noted that the infusion was still running (the tubing was not being clamped off). The set was taken off the patient. No harm to the patient. Heparin was stopped for 2 hours and then restarted on a different pump. Ptt drawn about 4 hours after the event was therapeutic. Unknown if channel b was infusing. The biomed received the pump and recreated the free-flow failure on channel a. He's sending the pump to the qa lab. Investigation confirmed that a free-flow existed on channel a. The cause of the failure was due to a mis-installed spring on one of the two arm clamps installed in the mechanism. The device did not show signs of an impact. No previous service had been done at alaris. Hospital was unable to provide any hospital service on the pump.